Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. H6) multiple annex a codes were applied to capture this event. A12 captures the camera not connecting, a1102 captures the error messages, and a0718 captures the system not being able to shut down completely. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the "system went down". No further information available at time of call. Additional information received indicated the issue was that the camera was not connecting. There was no patient involvement as the issue was noticed before a case. Additional information was received regarding troubleshooting. It was reported that when going into the "nditoolbox" for diagnosis, the error (localizer not connected) went away. The manufacturer representative (rep) was unable to bypass ethernet cable going from the positioning sensor unit (psu) to the central processing unit (cpu) since the rep could not locate the cable connections. The rep decided to shut down the system, but the unit went into a "system halted" error and would not shut down completely even after 10 minutes. The rep hard shutdown and restarted the unit and the system halted error went away and rep could shut down through the software again.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733575, serial/lot #: unknown, product ID: 9735339, serial/lot #: unknown h2) please also see additional codes section for further additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.